Manufacturer narrative:
The customer contacted olympus technical assistance center (tac). Troubleshooting steps were performed, during which all cables and connections were thoroughly reviewed and confirmed to be correct. Settings and option availability, such as pip (picture-in-picture), were also verified to be functional. Patient information and date remained visible; however, the endoscopic image itself turned black. The customer reported the event to tac. The device will be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source displayed black image. The procedure occurred during eus (endoscopic ultrasound) diagnostic procedure during sedation when the device was inside the patient. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.